Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. According to the investigation, the customer's concern regarding failed accuracy was unable to be confirmed. During investigation the delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The investigation confirmed that no device fault was found.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by +7.1%. No reported adverse effects.